Event description:
It was reported to philips that the device gave an asystole message when the patient had a normal sinus rhythm. The customer was unable to clear the message from the display screen. The customer ran an op check and it passed. There was no reported adverse patient impact.